Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that when the kit was opened, they found the lidocaine ampule was broken. As a result, an ample of lidocaine was used from the hospital supply and the catheter was placed successfully. There was no delay in treatment, no pt death and no pt complications were reported.